Manufacturer narrative:
Customer stated that the initial high basophil% result had a customer defined basophilia flag. It is unknown if a manual smear was performed. The unit was performing within qc specifications. On (B)(4) 2008, the field service engineer (fse) replaced wbc (white blood cell) aperture, adjusted gain w/latex, decontaminated wbc lyse and rinse lines, put a blue filter on wbc lyse input to wbc bath and saw no change. Fse then replaced wbc bath internal electrode and cable, compared basophil results from previously run samples and basophil results were much lower. Controls had previously been within range for basophil recovery. The controls slightly biased lower. Fse recommended that customer do comparison study with main hospital lab. On (B)(4) 2008, fse performed pm, adjusted wbc gain using latex, and optimized diffplot positioning. The root cause for erroneous ba% results is unknown; however, the actions completed by the fse on (B)(4) 2008 may have resolved the issue. As of june 6, 2008, there have been no further issues with erroneous basophil% results reported. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous basophil results of 13.2% for a single sample when using the coulter act 5 diff cap pierce (cp) on (B)(6) 2008. Erroneous results were reported out of the laboratory. The patient was redrawn and sample tested at another laboratory on (B)(6) 2008. Basophil test results of 0.3% were reported. These test results were considered to be correct. There was no death, injury or impact to patient treatment as a result of this event.